Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and their insulin pump received a battery out limit alarm. The customer¿s blood glucose level was 43 mg/dl. The customer was treated with fruits, snacks and drank juice and then the blood glucose was 63 mg/dl. Alarm did not occur with first battery installation after customer received pump in shipping mode. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.